Manufacturer narrative:
Section f1-14: add'l info has been received from the user facility for this event. The user facility risk management dept. Rpt'd, the hosp. Records revealed the devices involved were not co devices. Therefore, the medwatch submitted was rpt'd in error due to the info available at the time of submission.

Event description:
Pt had a (r) total hip replacement on 3/9/94. The pt sustained a dislocation of the (r) hip post operatively. Pt was brought back to the o.r., on 3/10/94 for a revision of the (r) total hip.